Event description:
It was reported that the left ventricular (lv) lead encountered a loss of position and was explanted and replaced. During the revision procedure the atrial lead port of the implantable cardioverter defibrillator (ICD) was very hard to engage the setscrew. Various wrench kits was used to connect to the setscrew. The ICD and atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).